Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended checking the therapy connector functionality. Physio-control anticipates the device return to the manufacturing facility for analysis/repair.physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to detect either paddles or quik-combo therapy cable connection. The device would not be able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device observed no failures. Proper device operation was observed through functional and performance testing. Physio found that the device was configured by the customer to start up in manual mode and show ECG cable lead ii instead of paddles lead. This could be seen as device failure to detect the paddles or quik-combo connection unless the paddles lead is actively selected by the user. The cause for the reported device failure to detect paddles or quik-combo cable connection was attributed to use error.